Manufacturer narrative:
H3: analysis of recharger, model: 97755, s/n: (B)(6), revealed: no device found message, no anomalies were visually observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that issues occurred with the recharger and a pain stimulation implantable pulse generator. The patient reported that the controller would not charge and had been experiencing issues for several days. When attempting to charge the implanted neurostimulator, a "no device found (16)" message appeared. During troubleshooting, the patient entered passive recharge mode and observed a 0-0-0 as the low-mid-high number, and at another time, a range of 0-22. The controller was described as warm, and a message indicated the controller needed to be charged. Initially, the controller did not take a charge when plugged into the outlet or power supply cord. The patient removed the battery from the controller, plugged in the power supply cord, and confirmed the screen turned on. After re-inserting the battery pack, the controller indicated it was taking a charge from the cord (blinking green). The recharger was also described as a bit warm, and a "system problem rm03" message was reported. Troubleshooting steps included entering passive recharge mode, battery removal and re-insertion, checking the recharger for damages, and confirming charging status. A repair request was submitted to replace the recharger. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Updated h6, h7 and h9. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.